Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the distribution staff checked drill and found they were flexing on (B)(6) 2013. The drill bit was bent. When they attached the drill with power tool, the drill was wobbling. No additional information is available. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. Orchid unique manufactured the matrixmandible 1.5mm drill bit j-latch-90mm for 03.503.043, part 03.503.451, and lot number u154354. The suppliers certificate of compliance, dated august 9, 2012 indicates the parts were manufactured to part 03.503.451, revision b and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number 03if503451, revision d, completed august 14, 2012 and august 22, 2012 for two separate receipts of this lot. There were no non conformities or complaint related issues with this complaint. Both receipts of this lot were released august 28, 2012. Due to an unknown cause, the drill bit appeared to wobble. The material length and diameter of the shaft was determined to be within specification.